Event description:
A customer observed biased calibration results and an error code on their dt601 I analyzer. No biased results were reported. The event is consistent with a malfunction that could have caused a biased pt result to be reported. There was no report of pt harm as a result of this event.